Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown triathlon knee. This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation no additional information is available at this time. If additional information is received it will be reported on a supplemental report. Not returned to manufacturer.

Event description:
It was reported through the filing of a lawsuit that allegedly after the surgery, the patient "experienced severe and chronic pain, joint instability, and severe limitations of mobility". It is further alleged "on (B)(6) 2011, during the revision surgery, the patient's physicians discovered that there had occurred a loosening of the femoral component, and the femoral component was in flexion. The patient suffered from approximately 15 degrees flexion contracture, and aseptic loosening of the press fit femoral component.."